Event description:
The pump was returned for recurring loss of prime warnings. Evaluation revealed that the force sensor was out of calibration. This report is made based on results of investigation completed on 08/12/2011.

Manufacturer narrative:
(B)(6). Correction number: 2531779-03/24/2010-003-r. Device evaluation: the pump has been returned and evaluated by product analysis on 08/12/2011 with the following findings: during evaluation, the force sensor was found to be out of calibration.

Manufacturer narrative:
(B)(4). Additional evaluation of the pump was completed by product analysis on (B)(4) 2011 with the following findings: the pump was found to have a dimpled force sensor plate, a dimpled spoke shim plate, and a force sensor resistance high. If animas obtains additional information regarding this complaint, a follow up report will be submitted. At this time, animas considers this matter closed.